Manufacturer narrative:
The device will not returned to olympus for evaluation. The cause of the reported event cannot be determined. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a laparoscopic appendectomy procedure, the teflon pad became detached from the device jaw and melted inside the patient onto unknown tissue. The teflon pad was then removed from the patient's tissue with another device and the case was finished successfully with no other incident. Additionally, it was reported that the attending physician had new user of the device.